Event description:
It was reported device is out of calibration. Followup indicated that at 10 and 20 milliamp settings, the output was out of specification. The device was returned for test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery release and the battery drawer are contaminated. Side bail covers are broken, one case screw is missing, and battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.